Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable information becomes available. (B)(4).

Event description:
A customer reported towards the end of a procedure, the footswitch was intermittently working. Manual commands were used to complete the surgery without harm or injury to the patient. Additional information has been requested.